Manufacturer narrative:
The main circuit board was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. An investigation determined that the reported complaint was due to a defective main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.